Event description:
It was reported that during hospitalization, the pt experienced a stroke. The stop date was 12/2005 and the outcome was resolved. No action or treatment was taken, however the pt was transferred to in-patient rehab and discharged to home four days later with 80% improved symptoms.